Event description:
It was reported that during testing conducted at the manufacturer facility the device was found to have paint chipped on the band around the tube. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.